Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch due to out of range pace impedances on the right ventricular (rv) lead. Review of the impedance trends showed they were jumpy prior to going out of range. In addition, myopotential was observed on the rv channel. The patient does have an underlying rhythm around 60 bpm. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to provide an update to coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.